Event description:
Edwards received information that a second device, a 9300tfx 29mm, was implanted into a 27mm mitral pericardial valve in the mitral position using a valve-in-valve procedure. The implant duration of the 27mm device at the time of the procedure was eight (8) years, eight (8) months, and sixteen (16) days. The reason for reoperation is due to mitral stenosis and both devices remain implanted. Patient history includes hypertension, re-stenosis of her mitral valve, diabetes type ii and multiple valve disease. Condition of the device at the time of the intervention was not available.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, patient history includes contributing factors of hypertension, diabetes type ii and restenosis of her mitral valve. Minimal information regarding the condition of the device at the time of the intervention has been made available; therefore, the root cause for the intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.